Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-13562, 1627487-2013-13563 and 1627487-2013-13564. The patient has two anchors from the same lot number and two leads from different lot numbers, reporting on all. It was reported the patient's scs system was explanted due to an infection at the implant sites. The user facility confirmed (ref. Medwatch report: (B)(4)) the explant of the scs system and with confirmation of (B)(6) as organism. Follow-up info identified the patient was treated with antibiotics and was doing well postoperative. Reference number: 1627487-2013-13561.